Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jul2019. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse removed and reconnected the power supply cables and restarted the ventilator in diagnostic mode. Once restarted, the ventilator successfully passed the sst (short self test), the est (extended self test) and performance specification testing. No parts were replaced so no parts are expected to be returned for failure investigation. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
It was reported that the ventilator produced the "air valve liftoff failure" diagnostic code. There was no patient or user involvement.